Event description:
Ous MDR - after an implantation time of about 32 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, it could be noted that the insulation was damaged by fraying in the distal area of the lead. This damage can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires stress on the lead during a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. The proximal the shock coil was deformed, probably during the explantation. There were no indications of material defects or manufacturing errors.